Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted, and the motor passed the motor test. The pump was also received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus delivery. The patient's blood glucose at the time of incident is unknown. The customer stated that this was the fourth motor error within the past month. Troubleshooting was initiated for the motor error alarm and the customer cleared the alarm. The customer was also able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.